Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (30 mg/ml at 10.06 mg/day) via an implantable pump. It was reported that at the patient's pump replacement for normal battery depletion, there was no cerebrospinal fluid flow from the catheter and it was unable to be aspirated. There were no known external factors involved. The healthcare provider decided to place a new catheter and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# h916690901 serial# implanted: (B)(6) 2014. Explanted: (B)(6) 2025. Product type catheter pro duct ID 8709 lot# serial# (B)(6). Implanted: (B)(6) 2001. Explanted: (B)(6) 2025.product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 05-dec-2015, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(6), ubd: 31-aug-2003, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# h916690901 implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type catheter pro duct ID 8709 serial# (B)(6) implanted: (B)(6) 2001. Explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that the exact cause for being unable to aspirate was unknown. The physician attempted aspiration through the catheter access port as well as looking if cerebrospinal fluid was freely flowing. They did not continue to investigate and opted instead to replace the catheter.